Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter occlusion was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned fully assembled onto the two-piece connector and a suture had been tied between the 13cm-14cm depth markers. Gross visual evaluation of the sample, including viewing through the clear extension leg and clear catheter window, found no potential occlusive material within the catheter. Microscopic examination of the sutured region of the catheter showed that the catheter was kinked at each of the three contact points with the suture filament. Functional testing of the catheter showed that flow was slightly restricted, although not completely occluded. From the event description, the described occlusion had occurred immediately after placement and the kinked catheter underneath the sutures appeared to have contributed to that event. The product IFU warns, ¿do not place sutures around catheter¿. Suturing the catheter can compromise catheter patency as well as lead to catheter damage and/or breakage. A lot history review (lhr) of rebx0672 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was occluded when the operator checked the flush and the blood return to confirm the catheter patency just after the catheter was placed. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0672 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was occluded when the operator checked the flush and the blood return to confirm the catheter patency just after the catheter was placed. No patient harm reported.